Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the balloons burst when filled with 30ml sterile water. No patient injury reported.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. There was no complaint device returned for investigation. Since there was no sample returned, the investigation was conducted based on the document review. A simulation test was conducted with representative samples from production on the same catheter size and balloon volume. No issues were observed. In the absence of any actual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, the complaint cannot be confirmed.

Event description:
It was reported that the balloons burst when filled with 30ml sterile water. No patient injury reported.